Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency department for diaphragm pacing and no capture on (B)(6) 2019. The right ventricular lead was turned off until the lead could be re-positioned. The patient was brought in for lead revision. Fluoroscopy was done and it was seen that the lead was now into subclavian. The physician determined the patient must have been a twiddler. The lead was explanted and a new lead was placed successfully. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Helix mechanism test could not be performed due to as received procedural damage to the helix. Electrical tests and x-ray examination did not find any anomalies. Correction: muscle stimulation was missing.